Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lv (left ventricular) lead was programmed off to ddi 17 days prior to patient death due to worsening patient condition issues of "mr and chf" (congestive heart failure). Review of manufacturer's database revealed the patient died approximately five weeks following device and lead implant. The cause of death has been requested and not received.